Event description:
On (B)(6)2010, the pt was implanted with an 11mm aos short trochanteric nail. According to the surgeon, the pt developed a nonunion. The report reached the sales rep on 09/21/2010 that the nail had broken and that the nail needed to be extracted. The sales rep was not present at the surgery but later found out that the nail broke at the lag screw hole. According to the surgeon, the pt remained active in spite of the nonunion. The surgeon has asked for the nail to be sent back after pathology has looked at it. At the time of this filing, the nail has not been received.